Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was found to be undersensing and capturing the ventricle during threshold testing. A chest x-ray showed the ra lead had dislodged and had fallen into the ventricle. Lead revision was performed and it was placed properly. No patient complications have been reported as a result of this event.